Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting far field r wave oversensing. Technical services (ts) was consulted and recommended reprogramming options. The patient has a history of atrial flutter. The system was reprogrammed and remains in service. No adverse patient effects were reported.